Manufacturer narrative:
Pump was received with no button response due to unlocked j2/lcd keypad connector. Unable to verify rewind anomaly, prime/fill anomaly, grinding noise and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response. (B)(4).

Event description:
The customer reported via phone call that they experienced grinding noise during rewinding and priming insulin pump. The customer¿s blood glucose was unknown at the time of the incident. The device will not be returned for analysis.